Manufacturer narrative:
H.6. Type of investigation - code updated to code b01 as a result of the completion of device evaluation. H.6. Investigation conclusions: code d16 updated to code d15. Device was returned for evaluation. The device evaluation showed the following: the leading end of the catheter (polyimide guidewire lumen) had separated from the catheter body at the trailing olive. The polyimide guidewire lumen had pulled out of the trailing olive bond. There were material imprints from the polyimide guidewire lumen inside the trailing olive indicating that the olive had been bonded to the polyimide guidewire lumen. The end of the guidewire lumen was examined for evidence of a tensile break. The end of the guidewire lumen had a clean cut indicating the guidewire lumen did not break. The leading olive was firmly attached to the polyimide guidewire lumen. No damage was observed to the trailing end of the leading olive. The findings from the evaluation are consistent with the physician¿s observation. The likely cause for the broken leading end of the catheter could not be determined with the currently available information.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient was treated emergently for an abdominal aortic aneurysm. As part of the procedure, the physician implanted a gore® excluder® aaa endoprosthesis. The device was implanted, and when the physician attempted to remove the delivery catheter, the olive tip broke off. It was recovered, and the delivery catheter and olive will be returned for evaluation. The patient tolerated the procedure.